Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kit were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that after applying and starting the adc device, the sensor would not obtain glucose readings with their phone. As a result, the customer experienced symptoms described as ¿loss of energy, couldn't stand on their legs, loss of speech¿, dizziness, and a loss of consciousness. The customer regained consciousness and self-treated with apple and juice. There was no report of third-party medical intervention and no further information was provided. There was no report of death or permanent injury associated with this event.